Manufacturer narrative:
Correction: device is the system 5000, not system 2450 as previously reported. The previous filing in stated " the conmed representative reported on behalf of the facility that the system 2450 delivered energy without the doctor activating it. Additional information was received via telephone on 5/28/2019. The new information stated that the customer accidentally plugged the bipolar cord into the monopolar port. The procedure was being done with the davinci robot, the bipolar forceps used were made by davinci, the bipolar cord is manufactured by medline. The forceps were holding tissue when the monopolar was activated and therefore since it was wrongly plugged into that port the forceps activated, unexpectedly by the surgeon. The tissue burn is a 1st degree burn. The system 2450 was sent to the facilities biomed department and the biomed deemed the machine to be in working order." This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the system 5000 delivered energy without the doctor activating it. Additional information was received via telephone on 5/28/2019. The new information stated that the customer accidentally plugged the bipolar cord into the monopolar port. The procedure was being done with the davinci robot, the bipolar forceps used were made by davinci, the bipolar cord is manufactured by medline. The forceps were holding tissue when the monopolar was activated and therefore since it was wrongly plugged into that port the forceps activated, unexpectedly by the surgeon. The tissue burn is a 1st degree burn. The system 5000 was sent to the facilities biomed department and the biomed deemed the machine to be in working order. This report is being raised based on previous filings for this failure mode as a device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint not confirmed. The device will not be returned for evaluation and no photographic evidence was provided however, correspondence indicates that the device was deemed to be in working order by the user facility. The service history was reviewed, and no data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; the supplied instruction be read, understood and followed to ensure safe and effective use of the equipment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the system 2450 delivered energy without the doctor activating it. Additional information was received via telephone on (B)(6) 2019. The new information stated that the customer accidentally plugged the bipolar cord into the monopolar port. The procedure was being done with the davinci robot, the bipolar forceps used were made by davinci, the bipolar cord is manufactured by medline. The forceps were holding tissue when the monopolar was activated and therefore since it was wrongly plugged into that port the forceps activated, unexpectedly by the surgeon. The tissue burn is a 1st degree burn. The system 2450 was sent to the facilities biomed department and the biomed deemed the machine to be in working order. This report is being raised based on previous filings for this failure mode as a device malfunction with potential for injury upon reoccurrence.